Manufacturer narrative:
Updated fields; b4, b6, b7, d4, d10, g3, g6, g7, h2, h6, h10, h11. Corrected fields; d1, d5, h6 (investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit, and found washer missing from the helium tank and that the tank was not properly connected. The fse determined that the issue was potentially caused by user error. The fse resolved the reported issue by installed a new washer from customer's stock. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during end user testing, the cs300 intra-aortic balloon pump (iabp) had a helium leak from the helium tank. There was no patient involvement, and no adverse event reported.